Manufacturer narrative:
The referenced uhi-4 was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation could confirm the user¿s report and the recording ¿error 03¿, also found that the pressure sensor of the uhi-4 was damaged. Therefore the uhi-4 could not operate properly, and it caused the inoperability. The cause of the damage of the pressure sensor cannot be conclusively determined, however there was the possibility that the pressure sensor broke accidentally. Omsc stated the counter measures against abnormalities of uhi-4 in the instruction manual of uhi-4. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The referenced uhi-4 was not returned to olympus medical systems corp.(omsc) for evaluation at this time, therefore omsc could not evaluate the uhi-4. The uhi-4 was returned to olympus beijing (osh). Osh evaluated the uhi-4 and found that there was no damage on the exterior appearance of the uhi-4, however the uhi-4 did not start up when the uhi-4 was turned power on. Osh exchanged the main circuit board of the uhi-4 to another main circuit board, the uhi-4 started up without any problem. The referenced uhi-4 is planned to return to omsc. There were no further details provided. The exact cause of the reported event could not be conclusively determined at this time. If additional information, this report will be supplemented.

Event description:
Olympus was informed that during the preparation of the laparoscopic cholecystectomy, the uhi-4 could not operate. The patient was already under anesthesia. The facility changed the uhi-4 to the other similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.